Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported increase in pacing threshold measurements and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that five days post-implant, during a routine device check, it was observed that this right atrial (ra) lead exhibited increased pacing threshold measurements, to 4.0v @ 1.0ms. Rather than reposition the ra lead, the physician explanted and replaced it during a procedure to resolve a perforation in the right ventricle. The reason for the increased pacing threshold values was not reported. No additional adverse patient effects were reported.